Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer service provided instructions for troubleshooting, including procedures to tighten connections and deliver boluses. The bolus was successfully completed, and the customer was advised to replace supplies and resume insulin.